Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s lead was explanted on (B)(6) 2022 due to having high impedance. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.